Event description:
Customer complaint reported as: "whilst the patient was waking up after an intervention (reconstruction of the palate by a chinese flap surgery), the cuff of the et tube was trying to be deflated for removal. The tube remained blocked, impossible to extubate from the patient. The pilot balloon was deflated. The surgeon tried to extubate the patient, but the tube resisted. The doctor had to force, the tube ended up coming. The cuff was still fully inflated." No patient harm was reported. The patient's condition was reported to be "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: "whilst the patient was waking up after an intervention (reconstruction of the palate by a (B)(6) surgery), the cuff of the et tube was trying to be deflated for removal. The tube remained blocked, impossible to extubate from the patient. The pilot balloon was deflated. The surgeon tried to extubate the patient, but the tube resisted. The doctor had to force, the tube ended up coming. The cuff was still fully inflated." No patient harm was reported. The patient's condition was reported to be "fine".